Event description:
The customer reported that primary display failed due to the kvm that was connected to primary screen as the power adapter failed on the kvm. This created an issue with the primary video signal carrying over to the primary display of the central nurse's station (cns). Since the video cables were still plugged into the failed kvm, the cns did not recognize that the kvm was turned off; and subsequently, the patient monitors did not condense to one screen (the secondary monitor). The patients that were being monitored on the primary display were not able to be monitored. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the primary screen on the central nurse's station (cns) started to flicker and then shut down. However, a "no signal" error message was displayed, suggesting that the screen was still powered on an there were no power issues. The error message also indicates that the issue may be related to the connection of the screen with the cns, as the screen was not getting any data from the cns to display. No patient harm or injury was reported. Investigation summary: during troubleshooting, it was identified that the power adapter for the kvm connecting the screen and the cns had failed. A review of the history of the serial number identified no other reports of the issue. Based on the available information, the most probable cause of the issue is power failure. Since the kvm was not getting power, the connection between the cns and the display screen had been cut off and no signal was being received by the display screen. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The customer reported that primary display failed due to the kvm that was connected to primary screen as the power adapter failed on the kvm. This created an issue with the primary video signal carrying over to the primary display of the central nurse's station (cns). Since the video cables were still plugged into the failed kvm, the cns did not recognize that the kvm was turned off; and subsequently, the patient monitors did not condense to one screen (the secondary monitor). The patients that were being monitored on the primary display were not able to be monitored. They were unable to take away the kvm set up (to plug the displays directly into the cns to resolve the issue) because the video cable from the primary monitor was a vga since there was a kvm installed. The vga is not compatible for the primary display without the kvm. On 12/08, the biomedical engineer (bme) called in as they were working on this cns. They had issues with one of the displays not showing anything and had him verify all of the connections on the cns tower, kvms and displays. They were all good. Then they looked in the windows settings and it appears the dual screen was not enabled. Once enabled, they were able to start up the software again. However, the error "resolution error" appeared; so nihon kohden technical support (tech support) had him adjust the resolution to the correct one. Once they did that, he was able to start up the cns application up with 2 screens. Issue has been resolved. This cns is not experiencing anymore issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that primary display failed due to the kvm that was connected to primary screen as the power adapter failed on the kvm. This created an issue with the primary video signal carrying over to the primary display of the central nurse's station (cns). Since the video cables were still plugged into the failed kvm, the cns did not recognize that the kvm was turned off; and subsequently, the patient monitors did not condense to one screen (the secondary monitor). The patients that were being monitored on the primary display were not able to be monitored. They were unable to take away the kvm set up (to plug the displays directly into the cns to resolve the issue) because the video cable from the primary monitor was a vga since there was a kvm installed. The vga is not compatible for the primary display without the kvm. No patient harm was reported.